Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via crts (customer response tracking system) regarding a 40 year old female patient receiving morphine (unknown; 10mg/ml concentration at 7.5mg/day) via an implanted infusion pump. The indication for use was noted as failed back surgery syndrome and spinal pain. On (B)(6) 2015, the consumer stated that beginning in (B)(6) 2015 the healthcare provider (hcp) had difficulty accessing the pump at refills. The pump was moving around in the pocket and setting horizontally, not flush with the patient's abdomen. Refills have been performed under fluoroscopy every time except for once last month." No symptoms were reported. No cause of the pump movement was determined. No actions/interventions taken to resolve the issue were reported, nor was it known whether the issue was resolved; follow up was conducted to obtain further information. If additional information is received, a follow up report will be sent.